Manufacturer narrative:
This is one of two device reports for this event. As there is a discrepancy in the info rec'd from the initial reporter, the actual date of death and date of event are unclear (the date of event was reported as (B)(6) 2014; however, the date of death was reported as (B)(6) 2011). F/u is in progress to determine the pt's date of death as well as the date of the event occurred; if add'l info is rec'd, a supplemental medwatch report will be submitted.

Event description:
The plaintiff's attorney alleges that the pt experienced a sudden cardiac event and subsequently expired. It was reported that the death occurred due to the administration of naturalyte and/or granuflo being administered during dialysis treatment.